Manufacturer narrative:
Cause unk, was not able to duplicate product problem. Service performed tracker test, changed location guide, location guide cable and pt sensors triplet, but was not able to duplicate. There were no consequences to the pt.